Event description:
A consumer's daughter reported that after having bilateral multifocal intraocular lens (iol) procedures, her mother is experiencing halos and starbursts around lights, glare, blurry near vision and is unable to drive at night. She also sees floaters in her vision. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).